Event description:
The surgeon reports an attempted implantation of an li61aor intraocular lens. The surgeon noticed that the haptic broke upon insertion of the li61aor intraocular lens into the pt's eye. An ez-28b delivery device was used to insert the iol. The incision was enlarged to remove and replace the iol. Additional information has been requested, but has not been rec'd. Please reference MDR # 119279-2011-00115.

Manufacturer narrative:
The device has not been returned to bausch and lomb for evaluation. Investigation of this complain is in progress. A supplemental report will be submitted upon completion of the investigation.